Event description:
It was reported that the catheter was in use on a one day old newborn. The balloon ruptured in situ and it is suspected, based on fluoroscopy, that a piece of balloon may have entered the pt's vascular system. There were no pt complications.

Event description:
It was reported that the catheter was in use on a one day old newborn. The balloon ruptured in situ and it is suspected, based on fluoroscopy, that a piece of balloon may have entered the pt's vascular system. There were no pt complications.